Manufacturer narrative:
Investigation summary: investigation into this event showed imprecision in qc results. A field service engineer replaced the immunowash fluid metering tubing and performed related adjustments. Post service qc results were acceptable. The root cause of the event was instrument related.

Event description:
A customer observed negatively biased phyt qc results on the vitros 5.1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.